Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for 'malposition-valve embolizes into atrium' was confirmed with objective evidence via imaging evaluation. Potential contributing factors to these findings include misinterpretation of volume status measurements and patient-related issues like borderline sizing. No manufacturing non-conformities were identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where, post deployment, the valve tilted with mild pvl and competitive flow anterior septal (a/s). On post-operative day (pod) 2, the valve was explanted. As per pre-screening, on the day of the procedure there was annular undersizing, basal oversizing, and prehab deemed not essential. The patient had billowing leaflets. There was appropriate volume optimization the day of the procedure and patient weight had not changed since screening. During the procedure, there was good position, trajectory, and height. All possible maneuvers were correctly executed at the right time to mitigate placement issues. Leaflet capture was confirmed on all anchors and the valve expanded evenly and as expected, to avoid the sub-valvular structures. After deployment, the valve tilted anterior down and posterior up but remained at annular height. There was mild pvl and competitive flow a/s due to the rocking motion. Physicians decided to monitor the patient before implementing additional treatment. On pod 2, the patient underwent surgery for surgical removal and valve replacement due to hemolysis. As per medical opinion, the root cause of the event was insufficient annular retention, billowing/prolapsing leaflets not providing enough retention, annular undersizing and one anchor was potentially in a/s commissure. After internal review of procedural images, it was confirmed that the 56mm evoque valve had embolized into the right atrium acutely after device deployment. The septal and posterior sides of the valve were in the atrium and it was unstable with significant rocking of the posterior and septal sides.